Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 sensor, noting blood glucose values of 245 mg/dl rising to 273 mg/dl, and chose to change the infusion site (contact detach steel, lot 6013711) with agent guidance; a full supply change was recommended, but only the infusion set was replaced, and insulin delivery was resumed without issue. Symptoms included high blood glucose. Outcomes included need for troubleshooting and education with phone-based support and plans for follow-up to confirm stabilization. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed that hyperglycemia occurred with unclear cause and that replacing the infusion set was associated with resumption of delivery. It was concluded that the event was user-manageable with on-call support and that the cause of hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.